Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and would not communicate with the remote control, despite having it reprogrammed and interrogated multiple times. It was also noted that the patient experienced heating at the battery site when powered on. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg will not be returned.